Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed: the connecting tube was broken. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the fiberscope's outer shell on the insertion part was detached during reprocessing. There was no patient involvement.